Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during patient treatment with a prismaflex m100 set an external blood leak occurred at the venous line it was reported the "luer screw was found cracked". There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided picture showed that an external blood leakage occurred (blood was visible on the prismaflex control unit and on the floor). The leak appeared to be coming from the access line, near the blood pump segment. The reported condition was verified. No blood leakage was visible on or near the return (venous) line as reported. Should additional relevant information become available, a supplemental report will be submitted.